Event description:
Customer reports the entire septum "popped" out of injection port upon multiple attempts to flush the catheter. No patient injury noted. No additional information obtainable regarding type of device used to gain access into septum.

Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.